Event description:
The customer observed false elevated architect stat troponin-I results generated on the architect i2000sr processing module for multiple samples that were not reported out of the lab. (Customer provided normal range: 0 - 0.04 ng/ml) the customer reported the patient samples below all had a result of 0 ng/ml earlier in the day and the repeated results are the following: patient 1 = 0.14 ng/ml. Patient 2 = 0.10 ng/ml. Patient 3 = 0.11 ng/ml. Patient 4 = 0.10 ng/ml. The samples were ran a third time on a second instrument in the lab and all repeated 0 ng/ml and are the correct results. These results were the same as the original results that were reported out. No impact to patient management was reported.

Manufacturer narrative:
To resolve the issue, the customer replaced the reagents; however, the product investigation found that no part issue and/or replacement were found the architect i2000sr processing module, serial number (B)(6), was deemed the likely cause for the falsely elevated troponin results. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect i2000sr processing module. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect i2000sr processing module serial number (B)(6) was identified. Completed information for section a1: - patient identifier: patient 1, patient 2, patient 3, patient 4. All available patient information was included. Additional patient details are not available.